Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("menorrhagia") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2011.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menorrhagia and depression outcome was unknown. The reporter considered back pain, depression, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and incontinence ("bladder or urinary problems or changes: incontinence") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced seasonal affective disorder ("psychological or psychiatric problems condition: seasonal affective disorder"), eating disorder ("psychological or psychiatric problems condition: eating disorder"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd"), affective disorder ("psychological or psychiatric problems condition: mood disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain/ loss (specify wgich one) weight gain") and cervical dysplasia ("severe dysplasia of cervix"). In 2010, the patient experienced menorrhagia ("menorrhagia") and incontinence (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full), salpingectomy, oophorectomy.) And surgery (coaptite injections for female incontinence). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, back pain, menorrhagia, depression, seasonal affective disorder, eating disorder, attention deficit/hyperactivity disorder, affective disorder, nausea, fatigue, weight increased, cervical dysplasia, incontinence and abdominal pain outcome was unknown. The reporter considered abdominal pain, affective disorder, attention deficit/hyperactivity disorder, back pain, cervical dysplasia, depression, dysmenorrhoea, eating disorder, fatigue, genital haemorrhage, incontinence, menorrhagia, nausea, pelvic pain, seasonal affective disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: seasonal affective disorder, eating disorder, adhd, mood disorder, bladder or urinary problems or changes: incontinence, nausea, dysmenorrhea (cramping), fatigue, weight gain, abdominal pain, severe dysplasia of cervix. Historical condition, plaintiff name, lab data were added. Outcome of event genital haemorrhage, pelvic pain were update. Onset date of event menorrhagia were update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.